Manufacturer narrative:
(B)(4). The analysis results found that the tcr10 reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open pancreaticoduodenectomy, the staples were overly bent when the device was fired on the jejunum at the 2nd firing. The staples were formed properly when it was used on the gastric body at the 1st firing. The doctor waited 15 seconds prior to the firing. There was no unexpected resistance in firing. Echelon device loading a blue cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).